Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted scuffs on the posterior side of the lens during insertion. The iol remains implanted. There was no pt impact/injury associated with this event.